Event description:
Dentist contacted ami and stated that during patient use, the socket broke out of the lower appliance. There was no harm to the patient.

Manufacturer narrative:
New lower appliance was remade. (B)(4).